Event description:
The pt reported that when he confirms a reminder while a combo bolus is active it is causing the remainder of the combo bolus to be delivered.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.